Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned with six bands still attached to it, one of them overlapped, the suture was broken, the ligator housing teeth were damaged, and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the six bands in the ligator housing overlapped, the ligator housing teeth were damaged, and the suture was broken. Although the returned suture was broken, since there was no information about a rupture of the suture, it is possible that the suture was broken at the time of removing the device. The encountered problem during the product analysis might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2024. During the procedure, the physician was able to deploy the first band as intended; however, the remaining bands could no longer be deployed. He tried to rotate the handle; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2024. During the procedure, the physician was able to deploy the first band as intended; however, the remaining bands could no longer be deployed. He tried to rotate the handle; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.